Manufacturer narrative:
A good faith effort was made to obtain additional more specific details of this event, however the rse states that this information was asked but unknown. The rse provided the customer a service quote, however the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined service.

Event description:
The customer reported that their mx40 had a loudspeaker failure. No patient harm occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.